Event description:
It was reported that the patient experienced a ¿shocking¿ sensation at the incision site and device pocket. It was unknown if action was required, but the patient was well and recovering therapy. No further information was provided by the doctor about the patient and system, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).